Event description:
It was reported that during a pre-use check, the customer noticed the led did not illuminate. No patient injury was reported.

Manufacturer narrative:
Device information UDI, operator of device, and protocol # are unknown; no additional information was received. No product was returned for evaluation. This is supplied item; the device history record (DHR) is at the supplier. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).